Manufacturer narrative:
(B)(4). This complaint is for an aqualine set that had gotten torn during use and was not confirmed in the lab due to a lack of sample. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. No corrective/preventive action has been defined because they were not able to define what happened and relevant causes.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
This is a spontaneous report from baxter (B)(4). The nurse of the intensive care department at the university hospital in innsbruck contacted on (B)(6) 2010 the baxter sales representative with the following issue: one hemofiltration tubing, code aqualine with batch n10117 (not active in wise, batch was not bought from baxter by this customer) got torn during use with the aquarius machine. Due to the fact that a nurse was present at the patients bed only a small amount of blood ran out. The tubing set was changed immediately and the patient was not harmed. The treatment continued with a new set without problems. The sales representative is going to visit the hospital this week and will take photos of the defective contaminated set. The sales representative also informed the local technical service about this issue.